Manufacturer narrative:
Additional information: the following fields were updated accordingly based on the additional information received: section b5: additional information received indicated that the reason for explant was glare/halo. It was confirmed that the procedure was successfully completed with a johnson & johnson replacement lens (the model and diopter of the replacement lens is unknown/not provided). No unplanned medical or surgical interventions such as vitrectomy, incision enlargement or sutures required and no patient injury reported. The current patient outcome and post-operative refraction information is unknown/was not provided. The following codes were added based on the additional information received: section h6- health effect - clinical code: 2227 - halo. Section h6- health effect - clinical code: 2140 - visual disturbances. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported glare (visual disturbances)/halo issues. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, inspected and no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a diu450 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Correct data: in review it was noted that section "a6-race" was inadvertently not addressed in section h11 of the initial MDR report; therefore, the information has been included in this supplemental MDR report as indicated below: section a6: race: unknown, information was requested but not provided. The following codes are no longer applicable: section h6- health effect - clinical code: 2330. Section h6: health effect - impact code: 4613. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown/not provided. The best estimate date is between nov 11, 2025 and nov 25, 2025. Section e1: email address: unknown, as information was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was implanted in a patient's operative eye. The patient expressed dissatisfaction with the lens, resulting in its explantation and replacement with a new johnson & johnson lens. No further information was provided.